Event description:
Rptr has been using cidex plus for three years. About 2 1/2 years ago they started experiencing sore, irritated and cracked hands. Their dermatologist determined that they are allergic to glutaraldehyde. They reported that they wore latex gloves at first but when they started getting dermatitis on their hands, they changed to vinyl gloves and may have worn the gloves for 45 minutes. They were off work due to this problem and the effects cleared up. Upon returning to work the dermatitis returned. They have been given oral steroids on occasion and otherwise uses creams and ointments on their hands. Their dermatologist did skin tests and found that they are allergic to glutaraldehyde and formaldehyde.